Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the device was reprogrammed after the MRI procedure, divergent battery status was observed. The patient returned from MRI procedure with af for the first time which was triggered into the rv at high rate. Therefore, some impedance measurements could not be performed and the patient was hospitalized. Review of session records noted that during device interrogation, current drain was too high suddenly. The current drain was normal before. After a while, current drain went down to normal settings and normal longevity. The patient was returned to sr and all measurements including battery status was fine. Patient was discharged.